Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 876 mg/dl and current blood glucose value was 150 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer was assisted in performing high pressure test and it passed. Customer alleged the pump of possible under delivery. The insulin pump will not be returned for analysis.